Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. Analysis was unable to perform displacement test, operating currents, self test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Analysis was unable to verify unexpected restart alarm due to no button response. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received several unexpected restart alarms during normal use. The customer's blood glucose was 145 mg/dl at the time of incident. The insulin pump will be replaced and will be returned for analysis.